Event description:
It was reported that during procedure the lead lumen was occluded and the stylet was unable to pass through when the introducer was split. When the lead was removed the stylet was able to be introduced without resistance.the lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant.